Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer does allege pump was under delivering. The customer¿s blood glucose level is 17 mmol/l. The customer was treated with manual injection and bolus with insulin pump. Troubleshooting was done for high blood glucose and under delivery. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The reservoir will not be returned for analysis.